Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one video. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted that the switch was bowed and there were cracked solder joints on the switch. The video showed the user unsuccessfully attempting to clamp, unclamp and articulate the reload. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly / component error was identified during product analysis. A malfunctioning switch is the result of several variables including: improper solder operation at the vendor location, bowed switch, improper assembly of the sealed switch to the mma board at the vendor location, and/or improper soldering during assembly. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the adapter did not recognize the reload. The reload was unloaded and loaded but was still not recognized. A manual stapler was used to continue. The battery and handle were determined to work sufficiently, however, the adapter was found not to recognize any reloads with any handle. No reinforcement material was used in conjunction with the stapling device. No patent injury, adverse event or delay in surgery time was reported.